Event description:
Customer reported the alarm has no power. The batteries were replaced with a new supply. The battery door is not missing or damage. The battery springs and contacts are intact. There is no visible sign of corrosion and no damage to the outside of the alarm.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product revealed the unit did not power up. Additional test performed revealed the alarm powered up, but then turned off right away. There was no visible damage to the unit. (B)(4).